Event description:
The customer called to report a button error alarm. The customer also reported that she was treated by the paramedics due to a low blood glucose reading of 25 mg/dl. The customer could not remember any details about the event. Advised the customer that the insulin pump would be replaced due to the button error alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had button error alarm.